Manufacturer narrative:
Unable to program/high current drain; mechanism - microprocessor l.s.I.; component - l.s.I.

Event description:
Information received from the field notes that prior to the implant procedure, the device was interrogated. The device did n ot communicate and could not be programmed.